Event description:
It was reported that after predilatation a rx xience v 2.5x12 stent delivery system (sds) was unable to cross the extremely calcified, left anterior descending coronary artery (lad) lesion. The stent delivery system was removed without difficulty and the lesion was predilatated again using an unknown balloon. The same xience v sds was then successfully deployed in the proximal lad. Due to the long lesion, a second xience v sds was planned in the distal lad. During advancement, the sds met resistance with calcification and the sds was removed. Fluoroscopy revealed the stent had dislodged from the sds, proximal to the implanted stent. The next day the asymptomatic patient was returned to the cath lab to retrieve the dislodged stent. The stent was snared; however, the snare and stent could not be pulled into the sheath. The devices were surgically removed. The patient was readmitted to the hospital on (B)(6) 2011 with postoperative infection at the left groin surgical site, accompanied with low grade fever and slight confusion and was treated with antibiotics. The patient was discharged on (B)(6) 2011 on oral antibiotics and wound vacuum assisted closure (vac). No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Potential causes for stent dislodgement may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, or handling of the stent during preparation for use. All stent delivery systems (sds) are inspected for proper stent placement and crimped stent outer diameter. In addition, as part of product release testing, a sampling of units is destructively tested for stent dislodgement force. It was reported that the sds met resistance with the calcification during advancement and was removed. Fluoroscopy identified the stent dislodged proximal to the previously implanted stent. It should be noted that the xience v instructions for use (IFU) states that although the safety and effectiveness of treating more than one vessel per coronary artery with xience v stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. In this case, the attempt to advance the stent to the distal lesion through the previously implanted stent in the proximal lesion appears to have contributed to the stent dislodgement. The physical resistance appears to be related to interaction with the previously implanted stent. The difficulty to remove appears to be related to an interaction with the snare and dislodged stent with the introducer sheath during removal attempt. It is possible that the snaring of the stent resulted in mangling of the stent strut that contributed to the difficulty to remove through the introducer sheath. The reported infection, fever and slight confusion appear to be secondary effects of the surgical procedure which was treated with medication. The device lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. Based on this investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - second stent attempted distal to first stent. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.